Manufacturer narrative:
Product was not returned, unable to make contact with the consumer.

Event description:
Customer called in to (B)(4) saying that the charger almost caught on fire and she attempted to return the product. No contact was able to be made with the consumer.